Event description:
The patient experienced no therapeutic effect, and it was noted that the lead had migrated. A revision of the lead was performed and a new pocket created. When patient was seen by the healthcare provider in 2009 "everything was great". Further information was requested from the healthcare professional.